Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that over 10 years later during a routine device interrogation three outlier impedance measurements were noted. One measurement in the 1300 ohms range, one in the 1500 ohm range and one greater than 2000 ohms. The pacemaker reached elective replacement time (ert) so a revision procedure was performed. During the generator replacement the physician decided to replace the rv lead due to the high impedance measurements. The check prior to the procedure revealed impedances between 400 and 700 ohms. A lead fracture was suspected, but not confirmed. The rv lead was surgically abandoned and pacemaker was explanted. No additional adverse patient effects were reported.